Event description:
A non-healthcare professional reported about lens having scratches or cracks. Additional information has been requested and received stating the lens was still implanted.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.10. The lens remains implanted. The used cartridge was returned in the lens carton. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had heavy stress. The cartridge had evidence of placement into a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. Viscoelastic not provided. It is unknown if a qualified product was used. The lens damage could not be verified. The lens remains implanted. The root cause for the reported damage may be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the returned used cartridge. No cartridge abnormalities were observed. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if a qualified viscoelastic was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Suspect lens IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).